Manufacturer narrative:
Device is end of life / end of support.

Event description:
It was reported the co2 fails. There was no patient involvement. The customer requested assistance from a remote service engineer (rse). The device is end of life and the rse was unable to evaluate it. Customer resolution and conclusion: the rse was unable to evaluate the device so a cause was not established. The customer was advised that parts are no longer available as the unit is at end of life. The mrx and all options associated with the device were discontinued on 03-february-2022. The end of support date for the device was also 03-february-2022. The customer was aware of the end of life terms and the device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.